Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the bolus button on the device was pressed. The device was returned to the biomedical department with a note from a nurse that stated, "pca button will not deliver dose". No info was provided; therefore, specifical patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, the reported event could not be duplicated. No add'l info was provided.